Manufacturer narrative:
Response to FDA 483 for homedics inspection 12/2006. The warnings in the instructions state to never use the product while sleeping or without the outer cover. The consumer admitted to misuse of the product.

Event description:
Consumer slept on heating pad for eight hours. She woke to the smell of something burning and noticed a burn on her arm the next day. Doctor prescribed solarcaine.